Manufacturer narrative:
(B)(4). Vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 128 hours of extended tests at the customer's settings. The ventilator also passed the troubleshooting final test, however, the ventilator failed for non-conformance's with the measured oxygen (o2) percentages at the pressure and o2 tests. This non-conformance will not affect the reported issue of the tidal volume.

Event description:
It was reported to vyaire medical that the ventilator had low volumes. There was no patient involvement associated with this reported event.